Event description:
The customer reported the system displayed a communication error on the screen and when the system was rebooted images were lost. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.